Event description:
It was reported that a patient underwent an episiotomy on an unknown date and suture was used. During the last stitch, it was noted that the needle was broken. A radiographic examination confirmed the presence of the retained needle in the left buttock of the patient. Additional information was requested.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: a needle that was fractured in the area one-third of the distance from the attachment end was received for evaluation. The broken attachment end which is still attached with the thread was received, but the other needle piece is not present. Microscopic evaluation found a lot of instrument marks at the attachment area and directly at the breaking point, which indicates that the needle was handled there. The appearance of the breakage indicates that the material was overstressed during use (first bent up and then breakage).

Manufacturer narrative:
Additional narrative: it was reported that the patient did required a reoperation under general anesthesia to remove the needle. The needle fragment has been removed.